Event description:
A vaxcel pasv standard port was placed for therapeutic purposes in 2005. It was reported the port catheter fractured with the distal half migrating to the pulmonary artery. About 3 month later, the fractured catheter was fished out using a snare in a procedure which took 4.5 hours.